Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. There was no deviation from IFU (instruction for use) in reprocessing steps for the locations with foreign material. The instruction manual states the detection method associated with the event in "gif-q150 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign objects in the nozzle, plastic distal end cover, adhesive around objective lens, adhesive around light guide lens, bending section cover, and the up/down and right/left knobs. There were no reports of patient involvement.